Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user was explanted due to cholesteatoma. According to the device explantation report, there was an electrode extrusion at the posterior canal wall. The user will not be re-implanted at this time.

Manufacturer narrative:
Conclusion: according to the information received, the recipient was explanted due to cholesteatoma formation associated to electrode extrusion through the posterior ear canal wall. No predisposing factors, such as an history of ear disease, have been reported and the present case was deemed to be a complication of ci surgery by the clinic. In addition, minor damage to the active electrode which is consistent with minute device mobility was found during device investigation of the received parts. The extrusion of the electrode might have been a contributory factor to the observed damage. Other mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
The user was explanted due to cholesteatoma. According to the device explantation report, there was an electrode extrusion at the posterior canal wall and the electrode was found in the mastoidectomy. The user will not be re-implanted at this time.